Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer¿s blood glucose level was 145 mg/dl. Customer states that the positive end on the battery, just broke in half. He has a jerry rig and a rubber band so it no longer alarms failed battery test. Customer was sitting down and the battery cap popped out. Troubleshoot was declined for failed battery test and stated it was because of the battery cap being damaged. The insulin pump will not be returned for analysis.